Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the paravalvular leak (pvl) was moderate. There was nothing of note in terms of the patients anatomy that contributed to the dislodgement. It was noted to be the post-implant balloon aortic valvuloplasty (bav) upon removal that contributed to the dislodgement. The deployment starting point was the bottom of the pigtail. The direction of the dislodgment was aortic.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted at a depth of 3 millimeter's (mm) from the non-coronary cusp (ncc) and 5 millimeter's (mm) from the left coronary cusp (lcc). Paravalvular leak (pvl) of unknown severity was then identified, so in response a post-implant balloon aortic valvuloplasty (bav) was completed while the patient was rapid paced. After the post-implant bav was completed, the valve dislodged in that it was positioned 26 mm from the ncc and 26 mm from the lcc. Subsequently, a new transcatheter valve was prepared and successfully implanted valve-in-valve. A 20 minute procedural delay occurred due to the valve dislodgment. Per the physician, the post-implant bav caused the valve to dislodge.

Manufacturer narrative:
Updated data: b5. D10. An additional device used during the procedure: non-medtronic product: balloon (manufacturer numed); product lot number: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted at a depth of 3 millimeter's (mm) from the non-coronary cusp (ncc) and 5 millimeter's (mm) from the left coronary cusp (lcc). Paravalvular leak (pvl) of unknown severity was then identified, so in response a post-implant balloon aortic valvuloplasty (bav) was completed while the patient was rapid paced. After the post-implant bav was completed, the valve dislodged in that it was positioned 26 mm from the ncc and 26 mm from the lcc. Subsequently, a new transcatheter valve was prepared and successfully implanted valve-in-valve. A 20 minute procedural delay occurred due to the valve dislodgment. Per the physician, the post-implant bav caused the valve to dislodge. Additional information was received that the severity of the paravalvular leak (pvl) was moderate. There was nothing of note in terms of the patients anatomy that contributed to the dislodgement. It was noted to be the post-implant balloon aortic valvuloplasty (bav) upon removal that contributed to the dislodgement. The deployment starting point was the bottom of the pigtail. The direction of the dislodgment was aortic. Additional information was received that a non-medtronic balloon was used for the post-implant bav.